Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated alarms for high peep. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the inspiratory pressure transducer printed circuit board (pcb) to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirm the reported issue. The returned pressure transducer pcb has been tested in a ventilator. It failed the pre-use check with the pressure transducer test. During ventilation, it alarmed for paw high and peep high. The zero pressure voltage of the returned pcb was measured, and it revealed a major offset drift. The resistance of the wheatstone bridge of the sensor was balanced. Further investigation with the microscope, revealed 2 particles inside the sensor cavity which explain the offset drift of the sensor. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. It is confirmed that the replaced pressure transducer pcb caused the reported issue due to a particles in the cavity on the top of the sensor's chip, which affected the measured pressure of the sensor and caused a major offset drift. The pressure transducer pc board is a part of the measuring of the pressure in the ventilator and a faulty pressure sensor may lead to inaccuracy in pressure measurement which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer's ref #: (B)(4).